Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp became uremic while using the homechoice cycler for apd therapy. The hcp reported the hp was hospitalized for uremia in 2001 and was released 3 days later, rceiving peritoneal dialysis therapy while hospitalized. The hcp relates that prior to hospitalization, the hp experienced repeated "low drain volume" alarms, longer than expected drain times and lost dwell times during apd therapy. The hcp relates that the homechoice cycler was programmed for smart dwells = yes in the nurse's menu, which allows for the dwell times to be automatically reduced and/or increased during the apd therapy, based on the programmed therapy time and actual fill and drill times for each cycle. The hcp relates that the dwell times were reduced by the cycler as a result of the increased drain times and she felt that the hp was not being dialyzed long enough. Hcp suspects that the hp's poor fluid drainage may be caused by catheter positioning and does not attribute incident to the homechoice cycler.